Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap nephrectomy. According to the reporter: encountered bleeding problems after stapling renal artery. Unable to control bleeding, converted to open, vascular surgery called in. The patient expired (B)(6) 2012. Covidien has requested further details.